Event description:
The device was used during a thoracoscopic lung resection. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and applied another device to complete the procedure. The hosp has reported no pt injury occurred.